Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter states that when taking naproxen it caused inaccurate readings with the glucometer. They tested 3x and got 3 different reading from 200-300mg/dl range and tested for the 300 mg/dl . The patient had a blood glucose of 51 mg/dl with severe dizziness. This complaint is being reported as the patient experienced hypoglycemia and because of the alleged malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: review of the black box data revealed records begin (B)(4) 2017. Data from the date of the event had been overwritten due to continued use of the device by the patient after the event. The available data in the black box revealed the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was powered on for investigation and exercised for 24 hours without issues. The pump passed delivery accuracy testing and was found to be delivering within range and delivering accurately. Investigation did not duplicate the complaint.